Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros closed male luer, red cap that the customer reported during normal use caused the spreading of the unknown antiblastic drug from the syringe. It was reported the event caused partial pollution of the sterile hood and penetration of the operator¿s protective gown. The operator involved was a nurse. The consequence of the event was the temporary hood stop for decontamination procedures. There was no report of adverse event.